Event description:
Device 1 of 6. Reference MFR report: 1627487-2011-04679, 04680, 04681, 04682, 04683. It was reported the patient was at college in another state, and the attending physician identified the ipg incision site had bloody drainage. It was reported the two incision sites had opened. Follow up found the patient's scs system was explanted. No further information was available at the time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.